Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (6mg/ml at 3.9931mg/day) and bupivacaine (4mg/ml at 2.6621mg/day) via intrathecal drug delivery pump. The indication for use was not noted. The patient also had history of narcolepsy, diabetes, fibromyalgia, reflex sympathetic dystrophy (rsd), and bell's palsy. It was reported that the patient had periodic withdrawal symptoms approximately for the month prior to (B)(6) 2018. The hcp ordered a catheter dye study and roller study due to a reservoir volume discrepancy at the last refill. No environmental, external, or patient factors were reported to have caused this issue. The catheter dye study and roller study were done by the hcp on (B)(6) 2018. A pump refill was done by the hcp on (B)(6) 2018. The hcp informed the patient that the roller study was normal and he needed to have the catheter replaced. The hcp was able to aspirate easily form the catheter access port (cap). Injection of dye was difficult and the catheter tip was not visible on x-ray. The distribution of dye in the intrathecal (it) space was unable to be seen. The hcp compared the reservoir volume at the time of pump refill on (B)(6) 2018. The expected reservoir volume (erv) was 7.5ml. The actual reservoir volume (arv) was 12ml. The hcp referred the patient to see the neurosurgeon for surgical consult to replace the catheter. Surgery was planned, not scheduled. The issue was not resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient's last refill was on (B)(6) 2018. The volume discrepancy was erv was 7.5ml and arv was 12.5ml. On (B)(6) 2018, the patient had experienced sweating and night sweats. No other symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.